Event description:
Patient was undergoing right eye cataract surgery. When the new lens was implanted it was noted to have a tear in it. The lens needed to be cut out and it was replaced with a new lens.